Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a follow-up in clinic. Review of session records revealed episodes of non-sustained rv oversensing due myopotential oversensing. Programming changes were made. Dft and further actions will be discussed with the physician.